Manufacturer narrative:
Device eval: one used suspect device was received for eval/investigation. The catheter used was not included with the returned device. The complaint is not confirmed. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. The device was visually inspected and dimensions of the rotator assembly of the manifold were verified to be within specification. The reported inject pressure is higher than the pressure rating for this device and may have played a part in the disconnect of the catheter during injection. No defects were found on the returned device. Device performed according to specifications. The complaint data base will continue to be monitored. Eval codes, method: other, device history record was reviewed, complaint data base was reviewed. Conclusions: device operated according to specifications.

Event description:
While power injecting the left ventricle, the catheter disconnected from the manifold. The rotator did not come apart. There was spray. (B)(4) .